Event description:
The caller reported a malfunction on the pump. There was no information provided about any impact on the customer's blood glucose level. Technical support assisted the caller with resetting the pump, but the malfunction code recurred. The customer reverted to an alternate method of insulin therapy.